Event description:
It was reported that shaft break occurred. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the balloon delivery shaft was fractured. No patient complications were reported.

Manufacturer narrative:
Corrections: device lot number corrected from 0021369159 to 0021542517. Device expiration date corrected from 11/09/2020 to 12/20/2020. Device manufactured date corrected from 11/10/2017 to 12/21/2017. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. The hypotube is separated 24.4cm from the hub. Microscopic examination revealed that the tip is damaged and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the balloon delivery shaft was fractured. No patient complications were reported.